Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge change error occurred. There was no impact to the customer's blood glucose level. It was indicated that a health care provider would be contacted for back up insulin therapy.